Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft was successfully implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a symptomatic infrarenal abdominal aortic aneurysm and a 95% right renal artery stenosis. The pt was prepped and draped accordingly for endovascular repair. The physician made two groin incisions exposing the common femoral arteries bilaterally. The pt was given 10,000 units of heparin and started on a heparin drip at 1000 units per hour during the case. The physician accessed the left common femoral artery with a single wall percutaneous access needle, and then used a flexible guidewire to traverse the illac arteries into the suprarenal aorta. This required use of an angled guide catheter and a glidewire to transverse the iliac arteries. A marker pigtail catheter was then positioned above the renal arteries. On the right, the physician proceeded to percutaneously access the right common femoral artery and in a similar fashion, transversed the common iliac, the iliac system, infrarenal aorta, and aortic aneurysm with some difficulty, requiring an angled guiding catheter and a terumo glidewire. Once this was performed, the physician placed a lunderquist wire through a catheter to the level of the proximal descending thoracic aorta. The physician then obtained an angiogram, identifying the renal arteries for placement of the stent graft. The bifurcated stent graft was inserted over the lunderquist wire and a transverse arteriotomy was made. The physician stated that he met a mild amount of resistance in the common iliac system, but was able to transverse the iliac system and position the device just above the level of the renal arteries. The marker catheter was exchanged over a wire for a straight flush catheter. The physician then proceeded to deploy the bifurcated stent graft in the standard fashion using hand injections to identify the renal arteries. The device was deployed without difficulty. The runners were then removed without difficulty. The device was removed and exchanged for a 16 french sheath for hemostasis on the right. On the left, the straight flush catheter was removed and exchanged with a flexible benson guidewire. Then, using an angled directional catheter the physician was able to successfully cannulate the left contralateral limb. This was performed using a glidewire and a cobra c2 catheter. The physician was then able to confirm the position within the lumen of the stent graft with both contrast injection and by observing the pigtail catheter spin within the lumen. The pigtail catheter in the left limb of the stent graft was exchanged for an angled directional catheter, and then a lunderquist wire was placed into the left contralateral limb and positioned at the descending thoracic aorta. The 16mm x 11.5cm contralateral limb graft was inserted through a 16 french sheath and positioned appropriately at the level of the gate and deployed without difficulty. An antegrade angiogram was performed and demonstrated no evidence of an endoleak at the illac attachment site. A pigtail catheter was placed at the level of the renal arteries through the left limb and an arteriogram was obtained. The physician was unable to visualize the left renal and was concerned that he had caused a dissection. An arteriogram was obtained with the pigtail catheter positioned in the proximal descending thoracic aorta. The arteriogram demonstrated that there was a dissection that appeared to start at level of the left subclavian artery. Because of this probelm, the physician needed to identify if the renal arteries and the visceral vessels were fed off of the true or false lumen. The physician notified a consulting physician to assist with the procedure. The right brachial artery was prepped and draped, and then the physician proceeded to access the right brachial artery and transverse the subclavian artery on the right into the thoracic aorta, and using an ivus (intravascualr ultrasound) was able to identify a large dissection plane. An angiogram was obtained at the proximal aorta, this showed filling of the celiac, superior mesenteric artery and right renal arteries off of the true lumen without any filling of the left renal artery. There was also noted to be a large type I endoleak. At this point, the pt who was under spinal anesthetic, was conversant, had strong carotid pulses and strong radial pulses. Arterial waveforms were measured through the sheaths in the iliac arteries, and noted them to be of similar waveform and pressure as the right radial arterial line. At this point, the physicians felt that rather than perform further procedures and give the pt more contrast, it would be best to complete the case, which they did by removing all catheters and wires, and then repairing first the left femoral artery and then the right femoral artery with 5-0 prolene suture. Good backbleeding was obtained and the arteries were flushed proximally and distally bilaterally. Hemostasis was obtained, the pt's groins were closed and the heparin was reversed. The pt had femoral pulses present and was taken to the intensive care unit in stable condition. It was reported that the pt was scheduled the following day for a spiral CT scan. The results of the CT scan are unknown at this time. There were no add'l clinical sequelae reported relative to the event.